Event description:
A distributor notified zoll that a (B)(6) year old male pt passed away on (B)(6) 2015 while at home. Ems was with the pt and attempted resuscitation. The lifevest was not alarming. Ems externally defibrillated the pt at 05:55:26, 05:59:06, 06:12:32, and 06:18:00 during CPR artifact and a paced rhythm. A 4th defibrillation from ems was performed at 06:34:00 during CPR artifact. At 06:40:00 ems again defibrillated the pt during CPR artifact. The post-shock rhythm was bradycardia. Between 06:40:38 and 06:46:22, ems delivered six more external defibrillation during ventricular fibrillation (vf). After the treatments the pt's rhythm degraded to asystole, which is considered a non-treatable rhythm. The durations of vf were too short for the lifevest to complete the detection and treatment sequences.

Manufacturer narrative:
Evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were found to be fully functional. There was no device malfunction. The duration of vf was too short for the lifevest to complete the detection and treatment sequence. There is no indication that the lifevest caused or contributed to the pt death. Monitor sn (B)(4): 09/2014. Electrode belt sn (B)(4): 06/2014.